Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6), reported that during a clinical patient procedure, while trying to position a patient during the pre-acquisition phase of the scan using the in/out button of the gantry control panel, when the operator released the button, the patient support continued to move outwards. There was no harm to the patient, or to an operator or bystander due to this event. The operator was able to complete the scan successfully, there was no rescan/reinjection required. The operator then restarted the system, but the problem persisted. The operator then contacted the philips help desk. A remote support engineer (rse) confirmed the allegation and instructed the operator to check the exterior of the gantry control panels. The operator followed the instructions from the rse and confirmed on phone that they had spilled contrast on the gantry panel, which caused the buttons to get stuck engaged. The operator did not specify which gantry panel had the spilled contrast and wiped the contrast from the gantry panel. The rse then asked the operator to check the patient support movement, and the operator confirmed that it was working properly. No field service engineer (fse) was dispatched to the site and there was no part replacement. There have been no further recurrences of the issue at the site. CT engineering determined the risk to be acceptable with the following mitigations for this issue: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ when scan starts, the cirs checks for correct direction and that spiral motion does not stuck. ¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. ¿ design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. ¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. ¿ design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope. - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. ¿ design mitigations enabling human response: - continuous activation for manual motion. - emergency stop controls enable termination of motion in hazardous condition. - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited. The customer had spilled contrast on the gantry panel causing it to get stuck engaged.

Event description:
The customer reported that while moving the table top, the table top continued to move after the button was released. A philips regulatory affairs manager confirmed that there was no harm to a patient, operator or bystander. A philips remote support engineer, (rse) reported that the customer had spilled contrast onto the in/out buttons, which caused the button to be stuck engaged. The rse reported that the customer had wiped the contrast from the buttons to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).